Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed no anomalies. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD).  (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pace/sense impedance had decreased from 500 ohms to 300 ohms in a 5 year time. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.